Event description:
A falsely elevated troponin I result of 10.81 ng/ml was obtained. It is unk if the falsely elevated result was reported to the physician. The sample was tested on alternate methodology and a result of 0.11 ng/ml was obtained. The same sample was retested on the same instrument and a result 0.13 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for thhe falsely elevated troponin I result was conjugate splash from inefficient wash station.